Event description:
It was reported on (B)(6) 2012, by the pt's husband, that the pt was in the hospital due to low blood glucose levels. The pt's husband said that the infusion set does not have insulin coming out of the end of it. He did not prime the infusion tubing before reconnecting it. The husband says he does not know what caused the low blood sugar levels. He said his wife slept late a couple days ago and did not realize her insulin cartridge was empty. She corrected her blood glucose level with an injection of insulin and also filled the insulin cartridge with insulin and corrected her blood glucose level with the infusion device. She thinks that she over-corrected. When the emt arrived she was given an IV of glucose. When she was admitted to the hospital, her blood glucose level was 20 mg/dl. He normal blood glucose level is 120 mg/dl. The blood glucose level was able to be corrected with the glucose IV. The pt was disconnected from the infusion device while at the hospital. The husband reconnected the infusion device, but again did not prime the infusion set. The pt's blood glucose level was 409 mg/dl. The pt's husband was given guidance on how to properly prime the infusion set and he successfully primed the infusion set. On (B)(6) 2012, the pt was still in the hospital, she has an infection and it is causing elevated blood glucose levels. The husband said that the infusion device is working as it should and there is no allegation against the performance or accuracy of the infusion device. The infusion device has not been requested to be returned for evaluation at this time.